Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 27mm mitral valve in the mitral position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to valve dysfunction. The implant duration of the disabled 27mm valve at the time of the valve-in-valve procedure was approximately three (3) years, six (6) months. Both devices remain implanted. The patient was noted as stable.

Manufacturer narrative:
The reported device remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Event description:
Additional information received indicates this valve was re-operated on due to valve stenosis secondary to valve deterioration.